Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for unexpected contamination. On (B)(6) 2024, the device tested positive for >100 colony forming units (cfus) of pseudomonas spp and klebsiella species. On (B)(6) 2024, the device tested positive for > 100 colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Precleaning was performed immediately after the procedure. Air/water was aspirated through the suction channel. During manual cleaning, the forceps elevator was raised and lowered three times and flushed was performed and the detergent used was anios. The distal end with the channel opening were brushed. The disinfectant used was franklab and the channels were flushed with filtered water. The automated endoscope reprocessor soluscope used was soluscope with anios detergent and anios disinfectant. The water quality was filtered, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blew by filtered compressed air and stored in drying cabinet. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; cfu: 1cfu; bacterial identification: coagulase negative staphylococci. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated and scratches were observed in the air/water cylinder that may have impeded the cleaning and disinfection properties. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. It is likely that the issue was the result of insufficient device reprocessing, however, bacteria growth inside the endoscopes scratched cylinders could not be excluded. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Corrected reported positive culture dates: on (B)(6) 2023, the device tested positive for >100 colony forming units (cfus) of klebsiella pneumoniae. On (B)(6) 2024, the device tested positive for > 100 colony forming units (cfus) of pseudomonas spp, klebsiella species.